Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low and high blood glucose. The customer¿s low blood glucose was 47 mg/dl. Customer¿s high blood glucose value was 431 mg/dl at the time of incident. Customer¿s current blood glucose value was 280 mg/dl. Customer also specified other relevant blood glucose value was 371 mg/dl. Customer decline troubleshooting for low blood glucose. The product will not be returned for analysis.